Event description:
Patient receives fluorouracil infusion in a I-flow homepump c-series elastomeric pump which delivers the total amount in the reservoir (270ml) over a 2 day period at a rate of 5ml/hr. The 270 ml consisted of 5300 mg (106 ml) of fluorouracil combined with 164 ml of 0.9 percent sodium chloride. With the total volume of 270 ml the reservoir should take 54 hours to empty. The patient was connected to the home pump on (B)(6) 2017 at 1345 and the patient reported the pump empty on (B)(6) n2017 at 0900 when he awoke.